Event description:
The patient reportedly experienced pain at the site of her implant, followed by a loss of sound. External equipment was exchanged and programming adjustments were attempted however this did not resolve the problem. Surgery to explant the patient's device will be scheduled.